Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) starts to get hot, and smoke comes out of the charging port within 5-8 seconds of charging. The patient is unsure if they are using the charger provided with the device. No impact on the patient's blood glucose levels was reported. The patient did not require medical attention. Patient reported no physical damaged to the controller. The device is expected to be returned for investigation.